Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller did not make any sounds when alarms were intentionally triggered.  The patient realized the sound did not occur after not hearing the single beep when changing the batteries.  They also tested the no power alarm and it did not sound as supposed to.  The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned controller passes visual inspection and failed functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to sound any alarms. Internal inspection of the controller revealed a faulty speaker. The speaker was replaced during supplemental testing and the results revealed that controller regained functionality. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty speaker. If information is provided in the future, a supplemental report will be issued.